Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The smartpass has programmed itself off due to the low intrinsics. Technical services advised some programming options. The clinic reprogrammed the sense setting to primary. There were no adverse patient effects. Later, the entire system was explanted and replaced with a transvenous system.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The smartpass has programmed itself off due to the low intrinsics. Technical services advised some programming options. The clinic reprogrammed the sense setting to primary. Later, the patient received another inappropriate shock. The patient will come back in for rescreening. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The smartpass has programmed itself off due to the low intrinsics. Technical services advised some programming options. The clinic reprogrammed the sense setting to primary. There were no adverse patient effects. And replaced with a transvenous system.